Manufacturer narrative:
E.1. Facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global hub is cracked and leaks. The following information was provided by the initial reporter: it was reported that the catheter hub was cracked, and blood was leaking from the catheter hub.

Manufacturer narrative:
The complaint of a damaged catheter adapter was confirmed, and the cause appeared to be manufacturing related. Two photographs and one 20g insyte autoguard were provided for investigation. A microscopic examination revealed deformation on the inner edge of the female luer. The damage may have prevented a proper seal and allowed fluid to leak. No other damage, cracks, or holes were identified from a microscopic examination of the catheter adapter. The characteristics of the deformation were consistent with damage during assembly. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.